Event description:
It was reported that tandem pump experienced repeated cartridge alarms, including confirmed cartridge alarm 30, which did not occur during cartridge loading. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump with updated software, confirmed shipping details and signature requirement, provided instructions for placing old pump in storage mode and returning it within 10 days, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement pump.